Event description:
It was reported that an oasys polyaxial screw ¿ biased angle tulip disengaged intra-operatively. Surgery was successfully completed without surgical delay using a replacement screw. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed because the device was not returned for evaluation. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints were found. A root cause cannot be determined without device evaluation.

Event description:
It was reported that an oasys polyaxial screw ¿ biased angle tulip disengaged intra-operatively. Surgery was successfully completed without surgical delay using a replacement screw. There were no adverse consequences to the patient.